Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found when a non-hand-control handpiece is connected to the control unit, the lcd screen on the control unit displays the warning message, ¿footswitch required¿ until a footswitch is connected to the footswitch port. A review of risk management files found that the reported failure was documented appropriately. Prior to each use, inspect the device to ensure it is functioning properly and not damaged. Do not use a damaged device. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a menisectomy, the motor drive unit fault. "Need to connect footswitch" this was what the shaver machine shows once connected. The procedure was completed with a competitor device with no significant delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.